Event description:
Pt with hx of aaa repair with graft in 2000, discharged home seven days later and readmitted two days later with abdominal pain and sepsis. Pt taken to surgery on for exploratory laparotomy. At onset of procedure pt experienced cardiopulmonary arrest with subsequent expiration. Physician staff does not feel complications and ultimate demise were related to the device, but rather a bowel perforation. An autopsy was performed and report is pending as of this date. Report is being generated as precautionary measure.